Event description:
It was reported that a patient underwent a parotidectomy on (B)(6) 2014 and a reservoir was to be used. Before coming into patient contact, the device was tested and did not work as usual. It was found that the reservoir had no vacuum. It was replaced by another like device. No additional information was provided.

Manufacturer narrative:
Actual sample was returned for evaluation. Functional inspection was performed. During the functional inspection, the reservoir held vacuum when both ports were closed and performed drainage when the drain port was open. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.